Event description:
A customer reported that a pt noted both eyes to be dry 19 months after bilateral lasik. Add'l info has been requested on multiple occasions. But none was provided. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).